Event description:
It was reported that the procedure was aborted. The patient was given dormicum and was under a conscious sedation. Three 1.25mm rotapro catheters were selected for use. During unpacking, the knob on the advancer was advanced while the protection cover was still around the burr. The rotawire was flushed and advanced inside the rotapro device, however the wire became stuck in the advancer. A new rotawire was selected and attempts were made to advance the rotawire through the two additional rotapro devices; however the same issue occurred. A kink was noted proximal to the copper part inside the burr. The procedure was aborted. The patient was brought back the following day and was treated with a new 1.25mm burr. There were no patient complications.

Event description:
It was reported that the procedure was aborted. The patient was given dormicum and was under a conscious sedation. Three 1.25mm rotapro catheters were selected for use. During unpacking, the knob on the advancer was advanced while the protection cover was still around the burr. The rotawire was flushed and advanced inside the rotapro device, however the wire became stuck in the advancer. A new rotawire was selected and attempts were made to advance the rotawire through the two additional rotapro devices; however the same issue occurred. A kink was noted proximal to the copper part inside the burr. The procedure was aborted. The patient was brought back the following day and was treated with a new 1.25mm burr. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was not returned for analysis, so functional testing consisted of using a test rotawire. The wire was inserted into the annulus of the burr and advanced through the device and exit though the advancer with no resistance or issues. Product analysis did not confirm the reported event, as there was no damage to the device and the wire was able to be inserted into the annulus and advanced throughout the device and exit though the advancer with no resistance or issues.